Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 15-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), bloating ("bloating"), multiple allergies ("allergies"), flatulence ("flatulence"), abdominal pain upper ("gastric pain"), swollen abdomen ("swollen stomach") and memory impairment ("memory difficulties"). On (B)(6) 2017 she experienced language disorder (" language difficulties"). The patient will be treated with surgery (to take place on (B)(6) 2023 (total removal/hysterectomy)). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, bloating, multiple allergies, flatulence, abdominal pain upper, swollen abdomen, memory impairment or language disorder. The reporter commented: removal + and removal [of implants] to take place on (B)(6) 2023 (total removal/hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 15-dec-2022. The most recent information was received on 27-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), bloating ("bloating"), multiple allergies ("allergies"), flatulence ("flatulence"), abdominal pain upper ("gastric pain"), swollen abdomen ("swollen stomach") and memory impairment ("memory difficulties"). On (B)(6) 2017 she experienced language disorder (" language difficulties"). The patient was treated with surgery (to take place on (B)(6) 2023 (total removal/hysterectomy)). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, bloating, multiple allergies, flatulence, abdominal pain upper, swollen abdomen, memory impairment or language disorder. The reporter commented: removal + and removal [of implants] to take place on (B)(6) 2023 (total removal/hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.